Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on(B)(6) 2026, a 8mm amplatzer vascular plug 2 was chosen for an embolization in the surgery for pulmonary arteriovenous malformation. The plug is deployed. After waiting for 5 minutes, angiographic assessment showed contrast reflux, indicating blood leak. The avp device was then retrieved via using guding, and the treatment plan was changed to elective surgical management. There was no delay in the procedure. The patient was reported discharged.